Manufacturer narrative:
One device was received for investigation. Physical condition of the device showed a contaminated water tank, reservoir gasket is worn out, outdated quick connect, pcb, and power switch. The device was functionally tested. The reported complaint was confirmed. There was a faulty pcb. No action taken due to the condition and or age of the device. It is deemed beyond economical repair and will be scrapped. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the alarm for over temperature wouldn't alarm because the button was pushed in. There was no patient involvement and no patient harm/adverse event reported.